Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Routine testing confirmed that the pad-pak was first installed by the customer on (B)(6) 2013 and performed to specification up to (B)(6) 2016. Multiple manual power ups were recorded of ten minute duration between (B)(6) 2016. Investigation reported the fault can be attributed to membrane failure due to adverse storage conditions. Measurements taken during the investigation would indicate this occurred due to a breakdown in cross over insulation resulting in leakage current. This caused the device to switch on automatically. Corrosion was observed on the contact collars and the rear labels appeared blistered, this would suggest the device was subject to adverse storage conditions although this could not be confirmed by any other means. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.